Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter was reading inaccurately high compared another device (paramedic¿s meter, brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The reporter advised that they became aware of the alleged issue at 1:30 p.m., on (B)(6) 2017, when they compared readings obtained on the subject meter to the paramedic¿s meter. The patient reportedly obtained blood glucose readings of ¿319 mg/dl¿ with the subject meter and ¿40 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication (metformin, dose not specified), diet and exercise and the reporter denied that the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter advised that at approximately 12 p.m., on (B)(6) 2017, prior to contacting the emergency medical services (ems) and comparing the subject device with the other device, the patient began ¿throwing things up, could not talk, think or walk¿. Prior to the onset of symptoms, it is not known when the patient last tested her blood glucose with the subject device or if she made any changes to her usual diabetes management regimen in response to the result obtained. The patient¿s daughter advised that she contacted ems and that following the patient¿s blood glucose being measured at ¿40 mg/dl¿, the paramedics rushed the patient to hospital where she received treatment from a health care professional. The reporter was unable to recall what treatment the patient received. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The reporter was unable and/or unwilling to describe the patient¿s testing steps and so it is therefore not known if the patient was following the correct testing procedure. The reporter was also unable to confirm if the test strip vial was intact or if the test strips had expired, been open beyond their discard date or stored properly. The csr noted that the reporter did not have control solution available to test the subject device. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical intervention for acute hypoglycemia whilst using the product. The subject meter could not be ruled out as a cause or contributor to the event.